Event description:
Adverse event reported by the labor and delivery unit to (B)(6), (B)(6) with a copy to neoventa by mail. The event is described as a poor interpretation of fetal heart rate (ctg) resulting in a c/s with a baby born with apgar score 0,2,2. The baby was transferred to (B)(6) for further treatment. The device used for monitoring was a stan s31 ctg, including software with only fetal heart rate tracing and no st analysis of the fetal ECG.

Manufacturer narrative:
The device was not returned to neoventa. In the report from the customer no device failure is described. Poor interpretation of fetal heart rate is a known problem in fetal monitoring. The device is in use in the hosp.